Manufacturer narrative:
Device not returned.

Event description:
The consumer purchased the rollator, and the front wheels are reported as having been very wobbly - while the user was walking with the rollator, the unit got so wobbly, that it caused her to fall. The consumer was hurt, and just mentioned she was going to the doctor, but did not give any details on an injury - exact injuries are unknown at this time & this information was unable to be fully obtained after multiple attempts by compass health brands customer service department. It is otherwise known that the event had occurred outside on a sidewalk while the user was pushing the unit. The device involved with this event was returned to compass health brands, and evaluated on 12/28/2016 - the returned unit was found to have its front caster wheels as having a "wobble" from side to side when the unit is in motion - one of its front caster wheel bolts was also found to have been retracting out of the metal threaded sleeve.